Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received multiple change sensor alerts on multiple sensor and events. The customer reported that during the first occurrence, (B)(6) 2017, they had a blood glucose level of 169mg/dl. During troubleshooting for sensor updating, the customer mentioned that they also experienced a high blood glucose of over 400mg/dl during the day of the call due to treating off of the sensor glucose of 40mg/dl. There was no indication of treatment for the high reading. The customer was advised to not treat based off of the sensor glucose. The customer declined further testing. The customer stated that the new sensor that they had on was working. It was indicated that replacement sensors will be sent. The insulin pump will not be returning but a sensor will be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.